Event description:
It was reported when the package was opened, the marker band on the catheter was found broken. The device was not used in the patient.

Manufacturer narrative:
The device involved in this event has not yet been returned for evaluation. A follow-up will be submitted after the device evluation is completed.